Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the tip of the dilator broke off, it also broke while tearing open the peel-away sheath halfway". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2026-00035.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided two photos for analysis. The complaint of a peel-away sheath tearing incorrectly was able to be confirmed by the photos. The first image shows a dilator and peel-away sheath tab that has been separated from the sheath body. A portion of the sheath body extrusion is still attached to the tab. Signs of use in the form of biological material were observed. The second image shows the remainder of the peel-away sheath during use on a patient. The sheath is partially torn with a separation of the extrusion halfway down the body. A device history record review was performed and a potential finding was identified; however, it was determined that the finding was not relevant to the reported event. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The customer report of a peel-away sheath tearing incorrectly was confirmed by visual inspection of the customer supplied photos. The manufacturing facility confirmed further investigation is needed regarding the sheath body extrusion process. The root cause cannot be determined based on the available information and without a sample returned for analysis; however, a non-conformance was initiated to further investigate this issue at the manufacturing facility. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the tip of the dilator broke off, it also broke while tearing open the peel-away sheath halfway". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2026-00034 and 9680794-2026-00035.